Event description:
Customer reported that the walker lost a rear wheel. No injury was reported.

Manufacturer narrative:
The wheel came off during handling of the walker, but no user was involved. The circlip that prevents the wheel from coming off was over-extended. The wheel axles of the walker were according to spec.